Event description:
The customer used the device to check thier blood glucose and obtained a result of 130 mg/dl. Fifteen minutes later pt passed out. They were taken to the hosp and their glucose was 36 mg/dl. Pt was treated with an IV and unk shot. Controls were not used on the system. The device was replaced and requested to be returned for evaluations.